Manufacturer narrative:
The customer verified instrument performance by performing a passing system check. The access accutni+3 reagent was not returned for evaluation. In conclusion, the cause of the non-reproducible access accutni+3 result cannot be determined with the available information.

Event description:
The customer reported a non-reproducible troponin I (access accutni+3) result, above the normal reference range of the assay, for one (1) patient on the laboratory's unicel dxi 800 access immunoassay system (serial number (B)(4)). The customer repeat tested on the sample on the same unicel dxi 800 access immunoassay system and obtained lower results, within the normal reference range of the assay. The sample was also tested on a radiometer aqt90 point of care device and the result was within the normal reference range of the assay. The patient also had an electrocardiogram (ECG) which resulted as normal. Although the ECG was normal the patient was transferred to an alternate facility due to the elevated access accutni+3 results. All system parameters, including access accutni+3 quality control (qc), access accutni+3 calibration and system check, were within assay and instrument specifications. The sample was collected in a serum separator tube. The sample was centrifuged at 3375 revolutions per minute (rpm) for eight (8) minutes at room temperature. No sample integrity issues were noted.